Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Additionally, it was reported that the pump touch screen was unreadable. Reportedly, the screen was black which blocked graphics and text. Customer¿s blood glucose level was 120 mg/dl. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Additionally, it was reported that the pump touch screen was unreadable. Reportedly, the screen was black which blocked graphics and text. Customer¿s blood glucose level was 120 mg/dl. The customer reverted to an alternate method in insulin therapy.